Event description:
It was reported that an unspecified disposable device generated a leak of total parental nutrition (tpn) during patient infusion. The report stated that the leak appeared to be from the pop-open valve near the top of the tubing. The tubing setup was a standard process sterile procedure to spike the bag and connect it to intravenous (IV) fluid and connectors to attach to the patient line. The tubing was replaced. They had to switch to an alternate fluid as a replacement tpn could not be made at the time. There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.